Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.   (B)(4).

Event description:
It was reported the primary pouch was not welded/crimped properly and opened before use. No photos were provided. No further details have been provided.

Manufacturer narrative:
A review of the last three (3) product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from january 01, 2016 to january 31, 2018 was reviewed as it relates to reports for product number 187955. A total of six (6) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).